Manufacturer narrative:
Received one (1) used list# 011-h3608, 15 cm (6") smallbore pur yellow ext set w/1.2 micron filter, luer lock, lot# unknown attached to a 4-way stopcock and two connectors with partial tubing. As received infusate residue was observed on the outside of the filter as well as throughout the whole set. The inlet and outlet filter appeared to be wetted out with prior infusate. The sample was primed and leaked tested. Flow was successfully established, and leak was observed from the outlet filter. The complaint of occlusion cannot be confirmed or replicated. During investigation a leak was observed from the filter. The probable cause of the leak is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a 15 cm (6") smallbore pur yellow ext set w/1.2 micron filter, luer lock. Between 5 am and 7 am, the device filter was saturated and the sapphire multitherapy infusion pump audibly alarmed for occlusion during a patient's infusion of a customized nutrition infusion bag at the end of the patient's infusion. This prevented further administration. The device was initially connected at 17:00-18:00 with a duration between of 12¿16 hours during the night. The line was checked and there was no visible kink or occlusion, the cassette was removed and reinserted, the pump was reprogrammed and changed out, and the reflux on the catheter was checked. These troubleshooting steps did not resolve the issue. The only way to solve this problem was to make a new connection. The reporter stated that there were no visible defects, holes, cuts, tears with the filter. The pump reportedly did not have a problem during the event. The incident occurred during patient use, with no clinical consequences, no physical consequences to the patient, the patient did not receive the intended dose, with around of 1hour of delay, the parental nutrition bags and tubing were replaced, there was a need for additional medical intervention regarding the dose of parental nutrition

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The customer identified two possible lot numbers (plots): 13905274 (expiry date 02/01/2029, MFR date 02/01/2024) 13867745 (expiry date 01/01/2029, MFR date 09/01/2020)